Event description:
It was reported that two cartridge supply kit boxes with the same lot number were received with missing components, with one box missing cartridges and the other missing needles, and a goodwill replacement was sent. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a specific device problem, no findings available from the investigation, and no identifiable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
During a complaint review, beta bionics identified a complaint classification update related to incorrect quantities of supplies packaged in product kits. Following implementation of the updated complaint classification, a retrospective review of complaints was conducted, and this event was identified as potentially MDR reportable. Upon identification, the complaint was reevaluated and this MDR was submitted promptly.